Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a lesion in the distal cx exhibiting mild tortuosity and severe calcification. Stenosis was 95%. No damage was noted to packaging. No issues removing the device from the hoop. The device was not inspected. The lesion was pre-dilated. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.